Event description:
After gastro intestine examination was completed for 9 pts, a nurse replaced a cup of barium contrast media for the next examination and was closing the door after leaving the examination room. The x-ray tube assembly suddenly burst. The cover and other parts of the cathode of the x-ray tube hit the ceiling. The ceiling was scratched and slightly scorched. Oil was splashed on the wall and the equipment. The nurse was not injured. A little amount of oil was splashed onto the shoulder of their clothing through slightly opened door.